Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for re-operation: concern with the product, rippling, nodules in chest cavity, pain and the implant looks deflated.

Event description:
Patient reported left side concern with the product, "rippling, "nodules in chest cavity, pain and the implant looks deflated". Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification). Lump/nodule: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Wrinkling: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side concern with the product, "rippling, "nodules in chest cavity, pain and the implant looks deflated". The device has been explanted and replaced.

Event description:
The device has been explanted and replaced.